Event description:
It was reported that (B)(6) transmission for non-sustained lead noise was received. Review of egms revealed the non-sustained lead noise was caused by an intermittent atrial undersensing. Programming changes we re recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.